Event description:
The customer reported that the system was unable to recall image location (B)(4). No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onside investigation. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.